Manufacturer narrative:
An investigation is in progress to determine the cause an RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument has a broken cable? The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar instrument was analyzed and the complaint was not confirmed by failure analysis. Failure analysis investigations could not confirm/replicate the customer reported complaint ¿broken cable¿. Failure analysis found the primary finding of can not reproduce nor could not verify external event to be related to the customer reported complaint. The reported event with the instrument could not be replicated nor confirmed. Failure analysis could not verify the custom reported event. Additional observation(s) not reported by site: the instrument was found to have a broken main tube approximately 38.53mm from the distal tip. No material was found missing. Components adjacent to this broken main tube do not show damage. The proximal clevis is dislodged as a result of the main tube break. Common causes of the failure mode broken instrument main tube are attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instrument excessive side loading on the instrument can also cause the main tube wall to collapse inwards causing it to crack and subsequently break. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no functional issue related to the reported event. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.